Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for normal follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing. The patient did not receive any inappropriate shocks during the event. No intervention was performed and the patient would continued to be monitored.